Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the patient came for their first cannula change. The reporter put in a similar inner cannula and put on a new speech valve. However, it was not possible to get the speech valve to be attached to the cannula, it came loose when the patient exhaled despite sitting backwards in their motorized wheelchair. Speech valve remained loos regardless of amount of force used. The reporter tried to insert the inner cannula that the patient had when they came to them but it became the same problem. The reporter tried with the speech valve that the patient had when they arrived but it was the same problem. The reporter also tried two different standard humidifiers but did not get stuck on the cannula either. When the reporter tried to put the speech valve on the cannula without the inner cannula, it was better fixed but not completely optimal either and they got the impression that the speech valve could be pushed much further into the cannula than is usually possible. When the reporter tried with a new inner cannula and a new speech valve on the old bivona cannula, there were no problems, then the speech valve was firmly attached in a normal way.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No damage or dysfunctional conditions that could cause the reported failure mode were observed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required because the mitigations on place were revised and are executing as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.